Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of blank display and battery out limit from the insulin pump. The customer's blood glucose reading was 123 mg/dl. The customer stated that the batteries were out of the pump greater than duration allowed by the pump. The customer bypassed blank display troubleshoot. The insulin pump was not returned for analysis.